Manufacturer narrative:
Investigation summary : two photos were provided to our quality team for investigation. One photo shows the loose syringe with a hole in the barrel by the bd logo consistent with being pinched between a dial. The other image shows a crack in the barrel between 1ml and 2ml graduation lines. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and barrel cracked defects is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that a whole box of the bd luer-lok¿ syringe's were damaged. Report 2 of 2. The following was received by the in initial reporter: it was reported via phone by the customer that they noticed that a whole box of the bd luer-lok¿ syringe device had damaged and defected devices. Many of them were cracked, broken, and had dents. There was no type of harm involved.

Event description:
It was reported that a whole box of the bd luer-lok¿ syringe's were damaged. Report 2 of 2. The following was received by the in initial reporter: it was reported via phone by the customer that they noticed that a whole box of the bd luer-lok¿ syringe device had damaged and defected devices. Many of them were cracked, broken, and had dents. There was no type of harm involved.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.